Event description:
After inserting the bd nexiva 20 ga 1.00 in closed IV catheter system - dual port. Observed pooling behind the wings of the catheter. On closer examination the tubing was found to be separated from the rest of the catheter set. It was connected prior to the stick. This was an equipment failure. No injury or appreciable delay in pt. If this failure had occurred during a chemotherapy infusion, it would have put the pt at risk for harm. FDA safety report ID# (B)(4).